Event description:
It was reported that during a da vinci si total benign hysterectomy procedure the fenestrated bipolar forceps instrument was observed to have a broken tip. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the instrument grip tips were bent. The one grip was bent, causing side-to-side misalignment of the grips. There was a .1130 offset at the tips. The evidence was inconclusive, but the bent damage was likely due to mishandling/misuse. Engineering also found that the instrument main tube had deep scratches/gouges. The distal end of the main tube had scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. The evidence was inconclusive, but the deep scratches/gouges damage was likely due to mishandling/misuse. No other damage was found. The instrument passed electrical continuity testing. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.